Manufacturer narrative:
(B)(4). Date sent: 2/20/2024. D4: batch # 613c41. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec45a device was received for analysis with no apparent damage and with a gst45b reload loaded on the device. The reload was received partially fired 2/3 with several b-formed staples on the deck. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 613c41, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic appendectomy, the surgeon tried to fire the device but the device refused and got stuck. They then tried the knife reverse button but that also didn¿t work. The event occurred intra-operatively. No patient consequences reported. They opened a new device to complete the case. The procedure was prolonged by 5 minutes.

Manufacturer narrative:
(B)(4). Date sent: 1/25/2024. B3: exact event date unk, entered 1/1/2023 as only the year was provided. D4: batch # unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.